Manufacturer narrative:
The complaint device was returned for evaluation. The catheter was received inside the hoop tube and a 5ml syringe was also received; however, the packaging of the device was not returned. Visual evaluation revealed no visible defects to the catheter of the device. As the complaint device was received removed from the packaging indicating the original packaging was opened at the user facility, it is impossible to confirm that the incorrect syringe was actually packed with the device. Therefore, the event that the incorrect syringe was packaged with the device cannot be confirmed. A review of the device history record (DHR) was performed and confirmed no non-conformance were raised for the specified lot. Syringe reconciliation was also performed for the lot and confirmed the correct 3 ml syringes were issued. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a microvasive extractor retrieval balloon was to be used during a duodenal stenting procedure performed on (B)(6) 2011 (patient age, gender, and weight are unknown). According to the complainant, during unpacking, it was seen through the transparent pouch that the device was packaged with a 5ml syringe instead of a 3ml syringe, as should be packaged with the 11.5mm balloon; the pouch had not been opened prior to noticing this problem. It was confirmed that all labels on the packaging were correct. The procedure was completed with another microvasive extractor retrieval balloon.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a microvasive extractor retrieval balloon was to be used during a duodenal stenting procedure performed on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complainant, during unpacking, it was seen through the transparent pouch that the device was packaged with a 5ml syringe instead of a 3ml syringe, as should be packaged with the 11.5mm balloon; the pouch had not been opened prior to noticing this problem. It was confirmed that all labels on the packaging were correct. The procedure was completed with another microvasive extractor retrieval balloon. Attempts to obtain additional patient and procedure information have been unsuccessful, however no patient complications have been reported as a result of this event. If any further relevant information is received, a supplemental MDR will be filed.